Event description:
I received my CPAP replacement (refurbished replacement) around the (B)(6) 2022 I used it for about for about 3 days, on the 2nd day of using it I was having headaches and sinus issues, I stop using it and went back to my original machine and felt a little better. I tried to use the replacement again and got sick, and I have been sick since then with sore throat constant running nose, sinus infection, I have taken 3 rounds of antibiotic and steroids and I'm still not feeling better, I emailed philips I never heard back, so I called them this morning I was told to bring it to a local med center so they can lower the pressure, I explained the pressure was not the issue I have been sick since I used the replacement machine, she kept taking over me and say she can't do anything and bring it to a local center. I can't keep living with this constant running nose and sinus infections coughing. That was caused by this machine. FDA safety report ID #(B)(4).